Event description:
Consumer reported complaint for defective lcd. Customer stated she was seeing partial characters and only 25 on the screen. No medication was administered based on the results displayed. The meter was not dropped or mishandled. The lcd screen does not have any physical damage, customer just stated it appears burnt. At the time of the call, the customer felt well and did not report any symptoms. Customer did report a past adverse event stating that on (B)(6) 2018, she had been rushed to the hospital via ambulance due to dizziness and vomiting. Customer stated she was unable to obtain a reading due to the display on the screen showing partial characters and she feared her glucose was elevated. Customer's blood glucose test result at the hospital was over 200 mg/dl non-fasting and customer stated that was very high for her. The diagnosis was hyperglycemia and customer was admitted for 24 hours and treated with IV fluids with medication in order to bring her blood glucose down. Customer was released (B)(6) 2018, when her blood glucose result was 94mg/dl fasting. No changes were made to customer's medication regimen, but customer was advised to seek out another meter.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-41 -dead battery. Test strip UDI(B)(4). Note. Manufacturer contacted customer on 1/3/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer discarded the product. Most likely underlying root cause: mlc-51 - user mechanical stress (possibly dropped, broken, mishandled) test strip UDI#: (B)(4). Note. Manufacturer contacted customer on (B)(6) 2019, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for defective lcd. Customer stated she was seeing partial characters and only 25 on the screen. No medication was administered based on the results displayed. The meter was not dropped or mishandled. The lcd screen does not have any physical damage, customer just stated it appears burnt. At the time of the call, the customer felt well and did not report any symptoms. Customer did report a past adverse event stating that on (B)(6) 2018, she had been rushed to the hospital via ambulance due to dizziness and vomiting. Customer stated she was unable to obtain a reading due to the display on the screen showing partial characters and she feared her glucose was elevated. Customer's blood glucose test result at the hospital was over 200 mg/dl non-fasting and customer stated that was very high for her. The diagnosis was hyperglycemia and customer was admitted for 24 hours and treated with IV fluids with medication in order to bring her blood glucose down. Customer was released (B)(6) 2018, when her blood glucose result was 94mg/dl fasting. No changes were made to customer's medication regimen, but customer was advised to seek out another meter.